Event description:
The patient was admitted to the hospital for unknown reasons. The ventricular lead showed <200 ohms impedance in the unipolar configuration. The ventricular threshold was 2.0 v, 0.4 ms and the r-waves were at 6.0 mv. At the previous office visit in october 2005, lead impedance was 280 ohms, the capture threshold was 0.875 v, 0.4 ms and the r-waves were >12.5 mv. In bipolar, the thresholds increased to 3.5 v, 0.4 ms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received